Event description:
The left front wheel came off the walker and the user fell but was not injured.

Manufacturer narrative:
The circlip that prevents the wheel from coming off the walker had been over-extended. The wheel axles of the walker were according to spec. According to the customer, the walker had been serviced several times. (B)(4).